Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: hg2tk2p06, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 13-sep-2020, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 30-mar-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-10, information was received from an healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient did not feel he was getting efficacy. The hcp x-rayed the pump and catheter and the hcp believed that the catheter connector was disconnected from the pump. The patient was scheduled for a catheter revision on (B)(6) 2020. On (B)(6) 2020, the rep reported the patient's pocket site was opened up and the catheter was kinked and knotted. It appeared that the pump had flipped several times. It was stated that the patient had lost a significant amount of weight and the pump was loose in the pocket. Their weight was not documented. The hcp removed the old catheter and implanted a new one. The patient's pump was refilled with 10 mg/ml dilaudid. The dose was decreased from 6.3 mg/day to 0.5 mg/day. The patient noted a withdrawal period previous to the surgery, with no injury. The patient will be observed for 23 hours and will be discharged for tomorrow.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that it was the 8709 catheter that was knotted and twisted. The catheter will not be returned as the surgical hospital discarded it.